Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a loop duodenojejunal bypass with the sleeve gastrectomy procedure, the device did not fire. The surgeon was able to press the green button and squeeze the handle. There was no patient injury.